Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to an inability to inflate. All components of the existing ipp were explanted and replaced with a new ipp. The new device functioned as expected. There were no patient complications.